Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's caregiver stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 5.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown test method, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and his medication was not changed based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have a change in warfarin medication for two days prior to the event due to high readings received from the meter. The patient has been taking augmentin for two weeks prior to the event. The patient has had the flu for a few weeks previous to the event. The patient has not had any changes in diet and does not have a special or unusual diet. The patient has had no symptoms of bleeding or bruising. The patient's product has been requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.